Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that while fluoroing the technique tracks to max and the workstation monitor goes all black. This issue could cause the system to become unusable due to the inability to view the live fluoroscopic image. There was no patient injury or death reported.